Manufacturer narrative:
Conclusion: there is a possible temporal relationship between fresenius products and the events of bradycardia, hypotension and urgent ER visit and subsequent hospitalization. Potential causal relationship exists with regards to patient contact performing manual therapy during the pd training and the patient experiencing episode of bradycardia, hypotension, requiring cardiac compression, emergency transport and subsequent hospitalization. Additionally the patient was taking multiple anti-hypertensive medications for therapeutic blood pressure control and has a highly significant and complex history of co morbid conditions that potentially had a causal relationship/association with the adverse events the patient experienced. Physician ordered anti-hypertensives medication regime to be re-adjusted and the patient discontinued use of the medications for bp control and attention deficit disorder. The patient has experienced reported drain complications on the liberty cycler. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents and information in the file were reviewed by a post market surveillance clinician. It was reported during a service call by the patient¿s contact that this peritoneal dialysis (pd) patient was experiencing persistent drain complications and had been recently discharged from the hospital on (B)(6) 2017 and was unsure if the pd patient was empty or full. On (B)(6) 2017 during a follow up call to the pd patient¿s clinic registered nurse (rn) it was revealed during a home training visit on (B)(6) 2017 the patient was not connected to the cycler when the pdrn initially saw the patient, the nurse observed the patient was lying in bed and became unresponsive with diminished breathing. Cardiac compressions were started and the patient became responsive but was unable to obtain a proper blood pressure (bp) reading and his pulse was extremely faint to palpation. Emergency medical services (ems) call was initiated and the patient was transported via ambulance to the hospital for bradycardia and hypotension. The pd patient underwent bp evaluation for bradycardia and it was identified that this reported episode was possibly secondary to the patient¿s antihypertensive blood pressure medication regime used to treat attention deficit hyperactivity disorder (adhd), but had a side effect of reduced bp) which were discontinued per doctor¿s orders during the hospital stay. The family members were instructed to discontinue identified antihypertensive medications. The pd patient was discharged on (B)(6) 2017 to home and the patient¿s son in law had been performing manual therapy on the patient and performing manuals throughout the pd training period with the exception of one day of missed treatments and two days of drain complications encountered during continuous cycler-assisted peritoneal dialysis (ccpd) therapy on the cycler. The patient missed pd treatment for one day on the (B)(6) 2017 and was experiencing drain complications on the cycler on (B)(6) 2017 (night of discharge) and (B)(6) 2017. On (B)(6) 2017 during a clarification call with the pdrn the drug clonizine was changed to clonidine hcl and patient was having manual exchanges performed by the patient contact (son in law).